Event description:
Journal article received: intramedullary nailing versus sub muscular plating in adolescent femoral fracture; ki-chul park, chang-wug oh, young-soo byun, jong-keon oh, hyun-joo lee, kyung-hyun park, hee-soo kyung, and byung-chul park; injury, international journal of the care of the injured (2012) 43: 870¿875; reported: a prospective, comparison study of intramedullary nailing and sub muscular plating in adolescent femoral diaphyseal fractures between 2006 and 2009. Intramedullary nailing involved synthes unreamed tibial nail or the device of a competitor; sub muscular plating was undertaken with a synthes 4.5/5.0-millimeter narrow or broad locking compression plate with at least three screws of fixation on each side of the fracture. There were 43 patients: 22 cases of intramedullary nailing and 23 of sub muscular plating (45 femora, including two bilateral fractures). The mean patient age was 13.9 years. Mean follow-up time was 21.8 months. In the intramedullary nailing group, there was one case of each of the following: nonunion, delayed union, malrotation and deep infection; and two cases which required re-operation. The authors did not identify which device was associated with these post-operative results; however this manufacturer is reporting these findings in an abundance of caution. The authors concluded that both intramedullary nailing and sub muscular plating yield good results with minimal complications when used to treat adolescent femoral fractures. This report is for an unknown tibial nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on unknown nail, part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.